Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Device investigation summary: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 225cc mentor smooth round spectrum saline breast prostheses, suffered right breast implant deflation, right breast infection and left breast capsular contracture; baker grade unknown, post-procedure. Due to experiencing breast pain, the patient had mammography done on (B)(6) 2020 and this is when the right breast implant collapse and peri-implant flue collection was diagnosed. On (B)(6) 2020, a diagnosis of the right breast infection and deflation was given by the patient's healthcare professional. The patient believes that due to a previous capsular contracture (taken out in 2015) that they experienced, the implant deflated. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.